Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no pump error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received post-reset ram crc alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for analysis.